Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering as well as confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level was "high" (>500mg/dl) while wearing the pod between 24 and 36 hours. The detailed blood glucose levels are as follows: "high" (>500mg/dl) before going to sleep. 375 mg/dl at 10:30pm (bolus 3.7 units). 388 mg/dl at 10:34pm (bolus 0.60 units). Over 400 mg/dl from 7:33am to 8:43am. The pod's adhesive was coming loose from the infusion site (abdomen), causing the cannula to dislodge and bent. As treatment, the patient applied a new pod.